Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 670 mg/dl and a bolus was delivered via the pump. The customer thought the high bg was due to stress; however, was uncertain. The customer went to the emergency room and was admitted to the hospitalized. Due to the high bg, seizures and a stroke had occurred. The customer was discharged on (B)(6) 2018. The customer did not know if there was any permanent damage and did not recall further information regarding the event.